Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. Reportedly, the battery compartment had stripped threads and the battery cap was unable to be tightened securely to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2017 with the following findings: there were unexplained pump reboot events observed in the pump's black box history. The battery compartment was found to be cracked. There were no stripped battery compartment threads observed. No moisture corrosion was found in the battery compartment. The returned battery cap did have stripped threads and was unable to maintain an electrical connection when attached to the pump. A test battery cap replaced the original cap and was able to maintain an electrical connection. The pump completed a 24 hour duration test with no further power interruptions. There was no evidence of moisture corrosion on the internal components of the pump.